Event description:
Rptr's first implants were placed in feb of 1981. Rptr had a baby & tried to nurse. Baby had no weight gain. Rptr developed mastitis, blood poisoning, suffers with a cyst, adhesions, & pain. Last implants were removed in 1995 after 18 yrs. "The dr told me silicone was in the main vascular channels." Rptr has had what "felt like a heart attack." "I am disabled & feel like the walking dead. Rptr has chronic fatigue, sore joints, muscles, & bone pain. "No words can describe the (expletive deleted) I have gone through & know my life has been destroyed. My mind has been affected & my family helps care for me. I also have allergies to many things."